Event description:
It was reported that the patient's charger was heating up and turning off while she was trying to recharge her scs system. An sjm rep met with the patient and confirmed the issue. A replacement charger was sent to the patient and the issue is resolved. The patient is now reportedly receiving effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.